Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cougar instrument threads were seen stripped on a (B)(6) 2016 case while scrub tech tried to thread on trial, we noticed the inserter not threading smoothly or fully seating to the trial. We had an extra inserter available, so we were able to finish the case with no added time.

Manufacturer narrative:
One (1) cage inserter (product code: 2735-11-300, lot no: x0507) was returned for evaluation. Visual examination of the returned inserters revealed notable signs of wear and the threads on the inserter are damaged; with the threads slightly peeled. The MDR decision tree states that complaint is a reportable malfunction. No report of any adverse consequences. No surgical delay was reported. Noted during sample intake that the threads of the inserter appear to be torn instead of simply stripped. Intraoperative tearing of screw threads has been known to result in a delay of more than thirty minutes and in a portion of the broken hardware/torn threads remaining in a patient. However, according to the complaint description the cage inserter was used on a trial, with an extra inserter available. While this is an inconvenience, there is no effect to the patient as demonstrated in this complaint. The complaint shall be treated as non-reportable malfunction. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. With the information provided, a definitive root cause for torn threads on the cage inserter cannot be determined. However, a possible root cause of torn threads may be due to incorrect component positioning or inadequate thread engagement of the inserter into the small trial and inadvertently cross threading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.